Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), device breakage ("device breakage"), device expulsion ("migration of essure, location of device: cornua / expulsion of essure device"), genital haemorrhage ("abnormal bleeding (general)"), the first episode of seizure ("plaintiff surgery was complicated by a seizure post-operatively / subsequently became unresponsive/ seizure / post operative seizure following essure placement") and the second episode of seizure ("seizures / had a seizure post each surgery / postoperative course was complicated by a seizure") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils were found to be bent/ both device bent in half upon itself". The patient's past medical history included anemia. Concurrent conditions included hypothyroidism since 2002, polycystic ovary since january 2010, epilepsy since 2003, stomach pain since september 2010, diastasis recti abdominis since 27-sep-2010, nerve pain since 27-sep-2010, depression since august 2012, vitamin deficiency, post-traumatic stress disorder since 2013 and back pain since september 2012. Concomitant products included gabapentin from september 2011 to november 2012, levothyroxine since 2002 and melatonin from 2011 to 2014. On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of seizure (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)") and complication of device insertion ("plaintiff surgery was complicated by a seizure post-operatively / subsequently became unresponsive/ seizure / post operative seizure following essure placement"). On 2-feb-2012, the patient experienced depression ("psychological or psychiatric problems: depression"). On (B)(6) 2012, the patient experienced the second episode of seizure (seriousness criterion medically significant) and complication of device removal ("complication of device removal / seizures / had a seizure post each surgery / postoperative course was complicated by a seizure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe lower abdominal pain"). The patient was treated with surgery (she had laparoscopic bilateral salpingectomy. Diagnostic hysteroscopy with hysteroscopic removal) and surgery (ablation on (B)(6) 2012. Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of seizure, dysmenorrhoea, vaginal haemorrhage, menorrhagia and complication of device insertion had resolved, the device breakage, device expulsion, abdominal pain lower and complication of device removal outcome was unknown and the depression had not resolved. The reporter considered abdominal pain lower, complication of device insertion, complication of device removal, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of seizure and the second episode of seizure to be related to essure. The reporter commented: plaintiff surgery was complicated by a seizure post-operatively. Plaintiff subsequently became unresponsive, but her symptoms resolved with medical intervention. Since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: essure tubal occlusion. Ultrasound scan vagina - on 22-feb-2012: essure appeared to be in place; on 17-may-2012: essure appeared to be in place . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion, device physical property issue, seizure, complication of device insertion, complication of device removal. Most recent follow-up information incorporated above includes: on 15-mar-2018: pmf and mr received. Reporters added and updated patient demographics. Concomitant disease and concomitant drug were added. Updated suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (general), device breakage, expulsion of essure device/ migration of essure location of device: cornua, psychological or psychiatric problems: depression, second episode of seizure, complication of device insertion (term split of first episode of seizure). Updated event outcome and onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), device breakage ("device breakage"), device expulsion ("migration of essure, location of device: cornua / expulsion of essure device"), genital haemorrhage ("abnormal bleeding (general)"), the second episode of seizure ("plaintiff surgery was complicated by a seizure post-operatively / subsequently became unresponsive/ seizure / post operative seizure following essure placement") and the first episode of seizure ("seizures / had a seizure post each surgery / postoperative course was complicated by a seizure") in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils were found to be bent/ both device bent in half upon itself". The patient's past medical history included anemia. Concurrent conditions included hypothyroidism since 2002, polycystic ovary since (B)(6) 2010, epilepsy since 2003, stomach pain since (B)(6) 2010, diastasis recti abdominis since (B)(6) 2010, nerve pain since (B)(6) 2010, depression since (B)(6) 2012, multi-vitamins deficiency, post-traumatic stress disorder since 2013 and back pain since (B)(6) 2012. Concomitant products included gabapentin from (B)(6) 2011 to (B)(6) 2012, levothyroxine since 2002 and melatonin from 2011 to 2014. On(B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 4 months 5 days after insertion of essure, the patient experienced the first episode of seizure (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), the second episode of seizure (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhoea (cramping)"), depression ("psychological or psychiatric problems: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia)") and complication of device insertion ("plaintiff surgery was complicated by a seizure post-operatively / subsequently became unresponsive/ seizure / post operative seizure following essure placement"). On an unknown date, the patient experienced complication of device removal ("complication of device removal / seizures / had a seizure post each surgery / postoperative course was complicated by a seizure"). The patient was treated with surgery (she had laparoscopic bilateral salpingectomy. Diagnostic hysteroscopy with hysteroscopic removal) and surgery (ablation on (B)(6) 2012). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of seizure, dysmenorrhoea, vaginal haemorrhage, menorrhagia and complication of device insertion had resolved, the device breakage, device expulsion, abdominal pain lower and complication of device removal outcome was unknown and the depression had not resolved. The reporter considered abdominal pain lower, complication of device insertion, complication of device removal, depression, device breakage, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of seizure and the second episode of seizure to be related to essure. The reporter commented: plaintiff surgery was complicated by a seizure post-operatively. Plaintiff subsequently became unresponsive, but her symptoms resolved with medical intervention. Since her removal surgery, plaintiff¿s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: essure tubal occlusion. Ultrasound scan vagina - on (B)(6) 2012: essure appeared to be in place; on (B)(6) 2012: essure appeared to be in place. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, device expulsion, device physical property issue, seizure, complication of device insertion, complication of device removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc (product technical complaint). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and seizure ("plaintiff surgery was complicated by a seizure post-operatively / subsequently became unresponsive") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "essure coils were found to be bent". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), seizure (seriousness criterion medically significant), abdominal pain lower ("severe lower abdominal pain"), dysmenorrhoea ("severe menstrual pain") and complication of device removal ("complication of device removal"). The patient was treated with surgery (laparoscopic salpingectomy, and hysteroscopic essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea and complication of device removal outcome was unknown and the seizure had resolved. The reporter considered abdominal pain lower, complication of device removal, dysmenorrhoea, pelvic pain and seizure to be related to essure. The reporter commented: plaintiff surgery was complicated by a seizure post-operatively. Plaintiff subsequently became unresponsive, but her symptoms resolved with medical intervention. Since her removal surgery, plaintiff's symptoms have mostly resolved, though some remain. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.